Event description:
It was reported that patient was admitted for frank respiratory distress and wanted to rule out any abnormal left ventricular assist device (lvad) issues/function. Respiratory status improved with intravenous (IV) diuresis. Log files captured a couple low flow events (B)(6) 2024 at 02:45. Head computed tomography (CT) on (B)(6) 2024 showed extensive foci of lost gray-white differentiation without fulminant territorial involvement throughout the bilateral cerebral vertex as well as the bilateral occipital lobes and bilateral cerebellar hemispheres concerning for evolving subacute/age-indeterminate infarcts with a somewhat posterior circulation predominant pattern. Infarcts were first noted on CT on (B)(6) 2024. Embolic was the type of stroke diagnosed. The patient had symptoms of stroke, and they were inpatient rehab. Lvad therapy and anticoagulation were noted to be possible cardioembolic etiology of these neurological findings. They had subtherapeutic international normalized ratio (inrs).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B2: outcomes attributed to adverse event corrected. H6: health effect - clinical code; 2021 - pulmonary infarction added. H6: health effect - impact code; 4644 - medication required added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.